Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that shaft break occurred. A 20mm x 3.50mm nc quantum apex¿ balloon catheter was selected for use. However, during advancing into the guide, the shaft broke. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The balloon was loosely folded. The shaft is intact; there is no shaft separation. The outer shaft, inner shaft, balloon and tip were microscopically examined. The shaft is kinked 35cm from the distal tip. Inspection of the remainder of the device revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that shaft break occurred. A 20mm x 3.50mm nc quantum apex balloon catheter was selected for use. However, during advancing into the guide, the shaft broke. The procedure was completed with a different device. No patient complications were reported.